Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Blood glucose value before he went in to work it was 146mg/dl after breakfast. Customer stated his sensor glucose value read 68mg/dl and when he checked his blood glucose it was 98mg/dl. Customer stated then he had a sensor glucose around 60mg/dl and his blood glucose level was 73mg/dl and he had some glucose tabs. Customer stated then later on his blood glucose was 40mg/dl and when he got up in the morning his blood glucose was 147mg/dl. Customer declined troubleshooting for low blood glucose level which the customer treated with glucose tabs and then ate a protein bar and some orange juice and his blood glucose value was around 125mg/dl after about 30 minutes. Insulin pump will not be returned for analysis.